Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that the coil did no come out of the sheath. A 8mm x 20cm interlock was selected to treat the target lesion. After unpacking, the physician attempted to insert the coil into the unspecified micro catheter. However, it was noted that the coil did not come out of the sheath. The procedure was completed with a different device. There were no patient complications reported and the patients condition is good. However, device analysis revealed missing fiber bundles.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a pusher wire and coil interlocked in the introducer sheath. It was observed that the introducer sheath contained a small quantity of blood at distal region. The coil was very stretched within the introducer sheath. The pusher wire was unable to be advanced or retracted to remove the coil from the introducer sheath. The introducer sheath had to be cut for the coil to be removed from the introducer sheath, during this the coil was cut by the zap tip. Coil was stretched proximally. Microscopic inspection revealed the interlocking arm of the pusher wire and the coil were found to be intact. The zap tip was found to be round and smooth. The coil was found to be stretched in a number of locations and the number of fiber bundles was below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: ¿interlock fibered idc instructs the user to begin continuous flush before introducing the coil into the catheter. The nonperformance of this maintenance step is a contributory factor in the damage to the coil and the inability to successfully deploy the coil." (B)(4).